Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) /cavotricuspid isthmus (cti) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient developed a small pericardial effusion, noticed during the post-procedure intracardiac echo. A pericardiocentesis was performed, removing 193 cc of fluid from around the heart. The patient was reported to be in stable condition at the time the complaint was reported. The blood pressure remained normal throughout the procedure. The patient's heart rate was slightly elevated, in the 90's. There were no indicators during ablation that the effusion had occurred. The physician did not indicate if any biosense webster inc. Products contributed to the patient event. Since this event (cardiac tamponade) is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.